Event description:
Additional information received indicated that approximately 5 years and 1.5 months following the transcatheter valve implant a transthoracic echocardiogram (tte) identified trace total and transvalvular aortic regurgitation. Paravalvular leak (pvl) was not present at that time. Approximately 1 year and 9 months later the severity increased to moderate-severe aortic regurgitation. The patient experienced unspecified, heart failure like symptoms. The event was reported as ongoing. Evaluation of the patient noted anatomically a valve-in-valve or open heart surgery was deemed difficult. Therefore, after discharge, there was no plan for a future hospitalization for intervention. The valve remained implanted. The patient would undergo medical therapy treatment.

Manufacturer narrative:
Updated data: b1, b2, b3, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 11 months following the implant of the transcatheter bioprosthetic aortic valve transvalvular aortic regurgitation had worsened. Patient symptoms were not reported. Hospital admission was required for further evaluation. Treatment was not reported.

Manufacturer narrative:
Updated data: b2, b5, h1, h6. H1: with the new information, report type updated from serious injury to death. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 7 years and 3 months following the valve implant, worsening heart failure developed and the patient died. The death type was reported as cardiac. As reported, it was unknown if the heart failure and subsequent death was related to the transcatheter valve. An autopsy was not performed.